Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. Customer's blood glucose level was 79 mg/dl. The sensor's cannula was missing. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.